Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, toxic reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5093684 that a female patient who underwent an unspecified breast surgery with 425cc mentor smooth round moderate plus profile saline breast implant on one side, and an unknown smooth mentor saline breast implant on the contralateral side, has experienced unexplained systemic symptoms postoperatively, including vertigo, dizziness, hyper thyroidism, weight loss, night sweats, hip aches, lower back pain, tumor on liver, shooting pains in body and head, back pain, tingling shoulder, hormonal imbalance, inflammation, water retention, adrenals, night sweat, trouble concentrating, memory fog, slurring words, weight gain, headaches, ear ringing, tingling in fingers, hair falling out, hair texture change, hypo-thyroid, gut health, sibo, ebv, joint aches, chronic fatigue, food intolerances, constipation, bruising easily, high liver enzymes, gallbladder issues, dark circles under eyes, depression, anxiety, burning pain in rib, breast pain, chest pain, nausea, vomiting, weird bump on hand, eye twitch, low tightens, heart flutters, shortness of breath, insomnia, acid reflex, heart burn, dry eyes, itchiness on abdomen, severe bloating, high homocysteine, high liver enzyme levels, high sex globulin levels, low protein in blood, high iron levels, low vit d, low dhea, low minerals, low copper, high memory, high lead, weakness in muscles, balance problems, inability, was infertile at one point, no period for five years, irregular periods, abnormal pap smears, epigastric pain, pancreatitis, pancreatic exocrine insufficiency, normal aphasia, mthfr gene mutation, weird red bumps on thighs, butt and back of arms, low libo, kidneys hurt, cold hands/feet/nose/butt, green liquid coming out of left breast when squeezed, divots in finger nails, jaw tightening, ears plugged, cognitive dysfunction, sinus pressure, constant runny nose, ear pressure, constant clearing throat, feeling of choking, sensitivity to noise, costochondritis, was gradually getting sicker, cannot get out of bed, and onset of arthritis. In additional, patient reported being tested for heavy metals, sibo, thyroid and hormonal levels which came back in dangerous zones, and high levels of mercury, lead, and others. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation in 2020. Implantation date and explantation date were estimated based on available information. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for first of two implants.

Manufacturer narrative:
Additional information was received on (B)(6) 2021. The patient was a 24-year-old caucasian female. The serial number (B)(6) was obtained. The implant date was clarified to be (B)(6) 2012. The explant date was clarified to be (B)(6) 2020. This complaint event was identified as a duplicate of 1645337-2020-11446. This report has been updated to contain all the most current and correct information. All further reporting will be done under this report. Manufacturer¿s reference number: (B)(4).